Event description:
Customer updated personal profile and biq/ciq settings, including sleep schedules. Blood glucose level reported at 40 mg/dl. Customer consumed orange juice and candy to address low blood glucose and did not require third-party assistance. Cts assisted in updating biq/ciq settings and advised checking with healthcare provider when updating settings.